Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: a "crack on the tubing of the wingset utpbbcs was found before use."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: bd received 3 samples and 11 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for damaged/ cracked tubing was observed. Additionally, 100 retention samples from the bd inventory were subjected to a visual examination for cut tubing. 1 of 100 samples failed testing by exhibiting cut tubing. Therefore, the reported failure mode of damaged tubing can be confirmed based on the retain sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/ cracked tubing. Bd has initiated further root cause investigation relating to the issue of damaged tubing through CAPA #4688284.

Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: a "crack on the tubing of the wingset utpbbcs was found before use."